Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarms and the prime anomaly. The pump was received with high idle currents due to a faulty component on the interface board. The pump also had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reports to have had button error alarm for three days and was not able to deliver bolus shots due to alarm. Customer's blood glucose was 630 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.